Event description:
The customer reported the rubber aging on the deflectable videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found foggy blurred image occurred due to universal cord leaking and the invading moisture from the leaking area reached inside the ob lens, which caused the event. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the blurred image was confirmed through evaluation and was likely due to fluid invasion, a definitive root cause of the intermittent green image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU).